Event description:
The patient experienced a loss of efficacy 2 months after device implant. Impedances were greater than 4000 ohms when checked preoperatively. The lead was tested intraoperatively and found to be intact. The patient felt stimulation. Reconnection of the existing extension to the lead and implantable neurostimulator did not provide stimulation and impedances were again greater than 4000 ohms. The extension was replaced. Afterward the patient felt stimulation and impedances were within normal limits. The lead to extension connection was left implanted in the patient. The surgeon reported he could not locate it after excision from the lead. The patient status was reported as 'recovered without sequela.'

Manufacturer narrative:
All conductors are broken at the coiled to straight wire crimp sleeve. There was a broken weld between the conductor coil and transition crimp sleeve.